Manufacturer narrative:
After further review MFR#2916837-2021-00125 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The beads cannot be recognized because the laser light is scattered due to liquid leakage from the flow cell. The flow cell needs to be replaced. It was confirmed that the instrument worked normally. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Biohazard 5. Did biohazard leak before or after waste line? Before waste line

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria" flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The beads cannot be recognized because the laser light is scattered due to liquid leakage from the flow cell. The flow cell needs to be replaced. It was confirmed that the instrument worked normally. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.